Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture, seroma, breast mass, breast cancer. Manufacturer¿s reference number: (B)(4).

Event description:
This complaint is from a literature source and the following citation was reviewed: kitchen sb, paletta ce, shehadi si, bauer wc. Epithelialization of the lining of a breast implant capsule. Possible origins of squamous cell carcinoma associated with a breast implant capsule. Cancer. 1994 mar 1;73(5):1449-52. Doi: 10.1002/1097-0142(19940301)73:5<1449::aid-cncr2820730520>3.0.co;2-j. Pmid: 8111712. Objective/methods/study data: this article describes a case report, in which a woman was found to have a squamous cell carcinoma in the capsule surrounding a breast implant. Lot, model, and catalog number are not available, but the suspected mentor device is possibly associated with reported adverse events: 240 ml style 2100 heyer-schulte silicone gel (unknown mentor gel breast implant). Other mentor devices that were also used in this study: n/a. Non-mentor devices that were also used in this study: n/a. Adverse event(s) and provided interventions: qty 1: left capsular contracture (capsular contracture associated with breast implant). Qty 1: the left breast was approximately twice as large as the right breast. Between 50 and 100 cc of "sebaceous" material was also evacuated (late onset seroma). Qty 1: surgical exploration was performed, and a 6-cm mass contiguous with the posterior aspect of the fibrous capsule of the implant was identified and removed along with the implant (breast mass). Qty 1: the left and right breast implants were intact and grossly unremarkable (medical device removal). Qty 1: microscopic examination of the left breast mass the capsular wall was lined by a poorly differentiated squamous cell carcinoma (squamous cell carcinoma).